Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to detached end cap. Unable to perform the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm however, the motor passed motor test. The insulin pump passed currents test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had crack damage. Customer's blood glucose at time of incident was unknown. Customer stated holding it with duct tape and whole part near motor where drive support cap and motor is that whole is off and using a duct tape to hold it in place. Customer stated that he doesn't remember what happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.